Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a broken accessory, worn components, and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which an accessory broke while using with the device. There was patient involvement as this occurred during a total knee procedure; no patient impact.